Event description:
Following a patient's admission to the hospital after a diabetic keto acidosis (dka), a clinician in (B)(6) retrospectively reviewed the patient's tandem pump data on the glooko system. The clinician noticed several pump errors that did not correspond with the patient's recollection. The glooko engineering team investigated the patient's pump data received by the glooko system. It was determined based on known tandem error codes, that the pump errors occurred as a result of because of occlusions to the pump. The glooko system functioned as intended displaying the errors received from the pump. The pump manufacturer (tandem) has replaced the patient's pump and is conducting a failure analysis.